Event description:
It was reported that during the implant procedure, no sensing was observed on the atrial lead. The lead was not implanted.

Manufacturer narrative:
Analysis found normal lead characteristics.